Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
There is loss of best corrected visual acuity equal to two lines. As (B)(6) 2015: pre-op bcva 20/20. Post-op 20/30.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Surgeon reported that after treatment, it was noticed the flap on the right eye of the patient had a defect/damage possibly due to instrument used to lift the flap. Surgeon elected to abort the flap lift and excimer treatment. Prk (photorefractive keratectomy) was done on right eye next day, (B)(6) 2015. There is loss of best corrected visual acuity equal to two lines. As (B)(6) 2014: preop bcva 20/20, post-op 20/30. No patient interface is being returned.